Event description:
The customer reported that while the unit was in use on a patient, the unit's "v/a-v" key failed to function; no "v/a-v" trigger function. The patient was switched to another unit and therapy was continued. No pt injury was reported.